Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. The patient also had another device implanted; (B)(4). Through follow-up with the health-care provider via fax, a copy of the operative report of (B)(6) 2010 and a copy of the patient's discharge summary were received. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 4.70 months. The cause of death was not provided. It is unknown if the death was device related. Per the patient's discharge summary: hpi: mrs. Is a very pleasant (B)(6) woman who was seen in the cardiology clinic on 4/12/10 at the request of dr (B)(6) for assessment of cad and valvular disease. She lives in (B)(6) and accompanied by her husband. She was been evaluated by cardiology dr. (B)(6) at (B)(6). She is referred to ccf to assess her candidacy for CABG + aortic and mitral valve replacement. She has a past history of arthritis, chronic lower back pain which limits her capacity to ambulate, obstructive sleep apnea on CPAP and nocturnal oxygen, hypertension, hyperlipidemia, obesity and aortic stenosis. Despite her comorbidities, she states that she was relatively well until 2-3 years ago when she started noticing more than usual exertional shortness of breath. These particular symptoms have slowly progressed and become much more prominent in recent months. She had also noticed symptoms of exertional chest tightness especially when climbing stairs. She denied orthopnea, pnd, edema, palpitations, presyncope or syncope. She stated that she was diagnoses to have aortic stenosis 3-4 years ago when a murmur was heard on physical examination. Her pcp was following this with periodic echocardiography. Recently, during preoperative workup for a rotator cuff injury, her murmurs were thought to be more prominent. Echocardiography demonstrate moderately severe aortic and mitral stenosis. Cardiac catheterization demonstrated significant two-vessel epicardial cad. The aortic valve was calcified and could not be crossed. Subsequent tee are reported to show a heavily calcified aortic valve with a valve area 0.9 cm^2 by planimetry. Mean transmitral gradient 8 mmhg, 1-2+ mr.